Event description:
A caller, calling on behalf of a first time freestyle libre user, reported a low readings issue. The caller reported that the customer received a sensor scan of "3.x mmol/l" and self-treated with "sugar intake", which resulted in high blood glucose. The customer was hospitalized 15 days ago and diagnosed with hyperglycemia. Details regarding treatment were unknown by the caller. It was further reported that the customer is stable now, with a blood glucose level "around 6.x mmol/l". Based on the information received, there was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned and a valid sensor serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The reported complaint does not pertain to the freestyle libre reader. Therefore, no further investigation into the reader is required. Dhrs (device history review) for all fs libre sensors within expiration at the time of complaint were reviewed and the DHR review showed no there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint. Clinical data was reviewed for the fs libre sensors, and confirmed that fs libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for fs libre sensors was reviewed and showed no anomalies or non-conformances that could lead to the complaint. A tripped trend review was completed for the reported complaint and fs libre sensors, and there were no adverse trends that indicate any potential product related issues.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller, calling on behalf of a first time freestyle libre user, reported a low readings issue. The caller reported that the customer received a sensor scan of "3.x mmol/l" and self-treated with "sugar intake", which resulted in high blood glucose. The customer was hospitalized 15 days ago and diagnosed with hyperglycemia. Details regarding treatment were unknown by the caller. It was further reported that the customer is stable now, with a blood glucose level "around 6.x mmol/l". Based on the information received, there was no report of death or permanent impairment associated with this event.